Event description:
Blade was clean and had been just dropped on the table. While she was trying to place blade on the handle her hand was out toward the point of the blade and somehow pressed the button and engaged the shield back. Or tech had to receive 3 stitches between 2 fingers.

Manufacturer narrative:
Device is not available for evaluation. Based on the incident description this appears to be a technique related incident and not a malfunction of the device.